Event description:
The pta balloon burst at an unspecified pressure during an unspecified procedure. No injury to the pt was reported. Numed contacted the distributor which initially reported the malfunction, but the co could not obtain any add'l info about it.